Manufacturer narrative:
The device was not returned to stryker for evaluation. Stryker advised the customer to clear the error codes and wait 5 seconds after powering the device before initiating the user test. The cause of the error was not established.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.